Event description:
This patient experienced complete heart block requiring pacemaker implantation and stroke during a tavr procedure. As reported, during advancement of the 0.035 amplatz extra stiff guidewire the patient developed a bundle branch block and a temporary pacer was left in place for the remainder of the tavr. Following deployment of the 26mm sapien valve, complete heart block with junctional escape rhythm developed. At the end of the procedure, a pericardial effusion was noted, which was attributed to the temporary pacing wire. This was drained with a sub-xyphoid window. An access site dissection also occurred, which was stented and good flow was restored. The patient was transferred to the ICU in stable condition. When the patient was awakened from anesthesia, it was apparent that she¿d had a stroke. On post-op day 6 a permanent pacemaker was implanted. After extubation on the same day, she remained unable to speak or swallow and transfer to a rehab facility was planned. On post-op day 19 a feeding tube was placed, and the patient was discharged on post-op day 21 in stable condition.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker, are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Permanent or transient neurological events, including stroke, are also listed in the instructions for use as potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to literature review, and as documented in a clinical technical summary, written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, in addition to the procedure itself, it is likely the patient¿s cardiac pathology and pre-existing bbb contributed to the development of complete heart block, and the patient¿s advanced age and female gender may have contributed to stroke reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This report is associated with MDR # 2015691-2014-01151.